Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No other medical records and relevant medical history of the patient were provided. Compatibility and product history search could not be performed as part and lot number is unknown. Investigation could not verify or identify any product contribution to the reported problem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. This article was written by amish a. Naik, md, phd, and steven a. Lietman, md.

Event description:
It has been reported via journal article, that one patient experienced metastatic disease to other skeletal sites.